Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that when you hit the joystick to move forward, the brakes will disengage like it is going to move forward, but the chair does not move.